Manufacturer narrative:
Event date is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving baclofen (unknown) at an unknown concentration and dose via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that the actual residual volume was 15 ml and the expected residual volume was 4 ml. There were no discrepancies noted on past refills. Pump logs were checked and no issues were noted. This was not the first refill after implant/revision. It was reported that the patient was experiencing withdrawal; the patient went to the hospital and had been given oral baclofen there. It was reported that this had all occurred in the past week and the refill occurred (B)(6) 2017. No further complications were reported.